Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient was experiencing a shocking sensation. They did not have any falls but reported this sensation while walking into wal-mart as well as many other times. The patient said the device has been giving them jolts and knocking them to their knees. It is completely random. The patient can be walking, sitting, or going to the bathroom. It just happens with no warning. It happens at different times a day and different environments. It started about 3-4 weeks ago. The patient has had no fall or accidents. The patient also said if they are in a store and goes through an anti-theft detector it will bring them to their knees. The patient was advised that they are supposed to turn off stimulation before going through theft detectors. The patient said they have never turned off the device to do that for two years. The first time it happened was 3-4 weeks ago and when they went down, the lady got mad at them because the patient took off their mask. Maybe when they went down from the theft detector, something occurred with the implant. The patient was instructed to turn all programs to 0, turn device off and was advised to establish a managing physician in the area. The patient is new to the area. Does not have a managing physician. Went to the ER when they experienced the shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had had their device for a couple of years and they had noticed it 'going quacky' a few times and giving them some pretty intense jolts. Sometimes the jolts dropped them to their knees. They had contacted their doctor, but had not gotten a response from them.